Manufacturer narrative:
According to the customer, on (B)(6) 2024 the foley "came out when patient was flipped into the prone position" during a procedure. The customer reported a new catheter was inserted, and the patient required "additional anesthesia" due to a procedural delay of "30 minutes". The customer reported there was no serious injury related to the reported event. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, on (B)(6) 2024 the foley "came out when patient was flipped into the prone position" during a procedure.